Event description:
It has been reported that the surgeon had problems assembling the threaded components and that surgery time was extended by an unknown amount of time. We were not able to obtain details such as part number, lot number, or surgery outcomes. Time for the patient as the frame is assembled and reassembled discarding defective internally threaded parts.

Manufacturer narrative:
Na